Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that during initial education for competitive conversion. Pca module displayed the error message that they were unable to recognize the loaded syringe. The bd 30ml syringe was loaded correctly. The issue is intermittent. The devices will recognize the syringe then it would be unable to recognize the syringe. There was no patient involvement. Additional information provided: serial number (B)(6) presented a little differently than the other modules. This module recognized the bd 30ml syringe that had been used successfully in the device for two weeks as a bd 20ml syringe. The syringe was replaced with 3 other bd 30ml syringes, and all were recognized as the bd 20ml. During this checking process, the device displayed the ¿unknown syringe¿ error message, for those syringes that were formally recognized as the bd 20ml.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, imdrf annex a, g, b, c, d codes, remedial action required, remedial action # and manufacturer narrative. Investigation summary: the report of the device not recognizing approved syringes was replicated via laboratory testing. ¿ the suspect pca modules were inspected externally and internally. No damage was found to any of the electronic or mechanical components. All parts inspected are manufactured by bd. ¿ a review of the returned suspect pca modules error logs did not show any errors. ¿ a review of suspect pca s/n (B)(6) module¿s event logs showed that the device detected a bd 20 ml syringe three (3) times on the reported date. ¿ a review of suspect pca s/n (B)(6) module¿s event logs showed that the device did not detect any syringes on the reported date. However, it should be noted that on the (B)(6) 2025 the suspect pca module did detect a bd 30 ml syringe four (4) times. ¿ a review of the logs for the concomitant pcu logs could not be performed since the device was not returned and the logs were not provided by the customer. ¿ syringe detection in the ¿as received¿ condition test results showed that suspect pca modules displayed a syringe not recognized message. ¿ an alaris¿ system maintenance (asm) v12.5 calibration test showed that the suspect pca modules passed all tests. ¿ asm v12.5 preventive maintenance (pm) test results showed that the devices passed all tests after the recalibration. ¿ syringe recognition tests results after the recalibration showed that the devices correctly detected the returned syringe successfully. ¿ syringe loading alaris¿ pca and syringe modules tip sheet states that if the installed syringe is loaded correctly but not recognized, check for the following: if a label is between the syringe barrel and the barrel clamp, make sure that it does not erroneously enlarge the barrel size of the syringe. If a needle-free valve or other component is added to the syringe, ensure that it is no larger than the diameter of the syringe barrel. ¿ alaris system user manual (v12.3), states; instruments are tested and calibrated before they are packaged for shipment. To ensure proper operation after shipment, it is recommended that an incoming inspection be performed before placing the instrument in use. ¿ the device had no patient involvement (npi). ¿ the pca device is used for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: device was disassembled for this investigation, please ensure proper assembly, torquing of screws, and appropriate testing is performed. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. (B)(6) will not be picking up the cost of the incidental repairs. Root cause: the root cause of the reported issue of an unknown syringe installed was determined to be the result of an improperly calibration of the suspect pca modules, test results showed that after a recalibration both devices would recognize the returned syringe correctly.

Event description:
It was reported that during initial education for competitive conversion. Pca module displayed the error message that they were unable to recognize the loaded syringe. The bd 30ml syringe was loaded correctly. The issue is intermittent. The devices will recognize the syringe then it would be unable to recognize the syringe. There was no patient involvement. Additional information provided: serial number (B)(6) presented a little differently than the other modules. This module recognized the bd 30ml syringe that had been used successfully in the device for two weeks as a bd 20ml syringe. The syringe was replaced with 3 other bd 30ml syringes, and all were recognized as the bd 20ml. During this checking process, the device displayed the ¿unknown syringe¿ error message, for those syringes that were formally recognized as the bd 20ml.